Event description:
It was reported that the balloon ruptured. A 8.0mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst during at the 8th inflation. The device was removed through the sheath. The procedure was completed with another of the same device. No complications were reported and the patient's condition was stable.